Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high results compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation as well as from a follow up call with the patient on (B)(6) 2014. The patient reported within the last 60 days prior to contacting lfs, he obtained readings of ¿200-235 and 600mg/dl¿. The patient refused to state exactly when the readings were obtained. The patient reported using a combination of humalog and lantus insulin to manage his diabetes. The patient reported making no changes to his usual diabetes management routine on the day of the alleged issue. The patient reported 8 months later he developed symptoms of ¿shaking hands, dizzy and feeling not right.¿ the patient denied receiving any treatment in response to the symptoms. During the time of troubleshooting the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being report as an adverse event since the patient claimed due to the alleged issue, he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.